Manufacturer narrative:
Batch review performed on (B)(6) 2023. Lot 2103242: 135 items manufactured and released on (B)(6) 2021. Expiration date: 2026-05-16. No anomalies found related to the problem. To date, 124 items of the same lot have been sold with another similar reported case during the period of review. Additional component involved: reverse shoulder system 04.01.0110 humeral reverse metaphysis +0mm/0° lot. 2003851: 152 items manufactured and released on 08-apr-2021. Expiration date: 2026-03-17. No anomalies found related to the problem. To date, 145 items of the same lot have been sold with another similar reported case during the period of review

Event description:
The patient had a primary shoulder surgery on (B)(6) 2021. On (B)(6) 2022, the patient came in reporting pain due to a torn rotator cuff. The surgeon converted successfully the patient from tsa to rsa. Presently, on (B)(6) 2022, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon removed all components and implanted competitor permanent hardware. The surgery was completed successfully.